Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported that 7 days after the dental implant was installed in intraoral region 29#, its non-osseointegration was observed. Moreover, 15n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type I), fenestration has occurred and immediate implant procedure was performed.